Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient a burn-like irritation under the therapy electrodes. Review of the patient's downloaded data does not indicate any associated treatment event that would have caused a burn. The patient's nurse prescribed a burn cream. The medical outcome is unknown.